Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The device was tested on the bench as well as using automated test equipment and the reset was found to be due to high current leakage. The high current leakage was caused by an anomalous component on the hybrid.

Event description:
It was reported that interrogation revealed the device was in backup vvi mode. A device download was performed to restore to normal operation. After the download, noise was observed on all channels, and low, out of range pacing and hv lead impedances were also noted. The patient remained in the hospital and with therapy programmed off. The device was explanted and replaced and all measurements were normal. The patient condition is good.